Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the audio bolus button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 05/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2017 with the following findings: during investigation, the audio bolus button cover was observed to be punctured, however the audio bolus button responded appropriately to button press. The complaint of an unresponsive audio bolus button was not duplicated during testing. The audio bolus button cover was removed and moisture corrosion was found on the bolus button. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.